Event description:
A report was received on 08 may 2024 from a health system professional at a critical care facility, who stated a dialysate bag broke and a staff member was splashed when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 10 may 2024 from a health system professional stating there was no adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA. Regulatory report number: (B)(4).